Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet display became unreadable and showed lines, and the user noted concurrent use of a third-party screen protector and a non-ilet case; the device had been functioning earlier the same day and blood glucose was 84 mg/dl with no impact to glycemic management. Symptoms included no injury and no adverse clinical effects. Outcomes included provision of user education, shipment of a replacement device, and instructions for shutdown, data sync via the mobile app, and return of the affected unit. Investigation included remote troubleshooting and review of device function and accessories used. Investigation of this case revealed a damaged or malfunctioning display assembly consistent with hardware screen or bezel separation, with potential contribution from use of non-approved accessories. It was concluded, based on previously established findings for similar reports, that the cause was device component failure potentially aggravated by incompatible third-party accessories.